Event description:
The customer's mother reported on (B)(6) 2014 her son activated a new pod and his blood glucose was in normal range for the next two days. On (B)(6) 2014 his bg and insulin history is as follows: time: lunch, bg (mg/dl): 318, bolus: pdm calculated bolus. Time: 7:30 pm, bg (mg/dl): "high" (>500). Upon further inspection she noticed the cannula was dislodged from the infusion site so she deactivated the pod. There were no add'l bg levels or history.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.